Event description:
A confirmed motor stall was noted in the event logs with no motor stall recovery recorded. The motor stall was caused by the patient having an MRI or other medical procedure. The patient was asymptomatic. The pump contained morphine. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was reported that the MRI was performed on (B)(6), 2012 for a non-pump related issue. Following the pump motor stall, the nurse was advised that a delayed telemetry can occur and to wait 15 to 20 minutes and re-interrogate the pump. The pump logs showed recovery at 11:15. The infusion rate was the same, no safe state occurred and there were no alarms. The patient continued to receive effective therapy.

Manufacturer narrative:
Catheter model 8731sc, serial#(B)(4), implanted: (B)(6) 2010, explanted: unk. Accessory 8590-1, lot# n239567, implanted: (B)(6) 2010, explanted: unk. (B)(4).

Event description:
The stall occurred at 10:48am. It was 1:00pm at the time of the report and no recovery was noted. When the pump was interrogated around 20 minutes later, the recovery showed up having occurred at 11:15am.

Manufacturer narrative:
(B)(4).